Event description:
It was reported that the patient complained of pocket stimulation for a few days, and the lead exhibited asynchronous pacing. The lead was reprogrammed, and was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).